Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. It was noted that while using a promus element stent delivery system (sds), the physician feels that the stent delivery balloon is 'sticky' after deflation and during removal of balloon. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.